Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system alarm test due to a faulty force sensor resistor. No compromised force sensor system alarms occurred during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was going on vacation and he put the insulin pump on standby for the last day. Customer stated that he is going on an insulin pen for now. Customer wanted to use the pump for the calculation. Customer was replacing the reservoir and received a compromised force sensor system alarm. Customer's blood glucose is 102 mg/dl. Customer stated that insulin is squirting out during the manual prime process. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.